Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the inserts had migrated") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), fatigue ("chronic fatigue"), back pain ("back pain"), musculoskeletal discomfort ("hip that gets stuck") and swelling face ("swollen face"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, fatigue, back pain, musculoskeletal discomfort and swelling face outcome was unknown. The reporter provided no causality assessment for back pain, device dislocation, dyspareunia, fatigue, musculoskeletal discomfort and swelling face with essure. The reporter commented: since removal of essure her health status has been much better. One of the inserts had migrated and she could have become pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26-jul-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1246 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one of the inserts had migrated') and device breakage ('breakage during first operation') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure removal incomplete" on (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), dyspareunia ("pain during sexual intercourse"), back pain ("back pain"), fatigue ("chronic fatigue"), swelling face ("swollen face"), arthralgia ("numerous joint pains"), autoimmune thyroid disorder ("two auto-immune diseases, thyroid"), immune-mediated arthritis ("two auto-immune diseases, joints") with articular calcification, amnesia ("memory loss"), joint stiffness ("stiff hips/ hip that gets stuck"), tendonitis ("tendinitis in elbows, hips"), tendon rupture ("torn tendons in right shoulder"), asthma ("asthma"), multiple allergies ("allergies") and visual impairment ("unstable vision (change glasses every 6 to 12 months)"). The patient was treated with surgery (essure removal with fallopian tubes surgery on (B)(6) 2017 and hysterectomy on (B)(6) 2018) and glasses. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, dyspareunia, back pain, fatigue, swelling face, arthralgia, autoimmune thyroid disorder, immune-mediated arthritis, amnesia, joint stiffness, tendonitis, tendon rupture, asthma, multiple allergies and visual impairment outcome was unknown. The reporter considered amnesia, arthralgia, asthma, autoimmune thyroid disorder, back pain, device breakage, device dislocation, dyspareunia, fatigue, immune-mediated arthritis, joint stiffness, multiple allergies, swelling face, tendon rupture, tendonitis and visual impairment to be related to essure. The reporter commented: since removal of essure her health status has been much better. One of the inserts had migrated and she could have become pregnant. Follow up (B)(6) 2022 via health authority: after a first operation on the fallopian tubes where the device was broken on (B)(6) 2017, I had a hysterectomy on (B)(6) 2018. Since the breakage during the first operation numerous joint pains, two auto-immune diseases thyroid and joints, memory loss, significant fatigue, back pain, stiff hips, tendinitis in elbows, hips, torn tendons in right shoulder, asthma and allergies, unstable vision (change glasses every 6 to 12 months, calcifications due to auto immune disease in right elbow and right foot. Despite a sort of respite following the first operation on (B)(6) 2017, my condition deteriorated very quickly because the breakage of the device during the first operation caused micro-particles to spread throughout my body, causing more and more damage as time went by. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2022: consumer report was received via health authority: after a first operation on the fallopian tubes where the device was broken (event added) on (B)(6) 2017, I had a hysterectomy on (B)(6) 2018 (surgery added). Since the breakage during the first operation (events added:) numerous joint pains, two auto-immune diseases thyroid and joints, memory loss, stiff hips, tendinitis in elbows, hips, torn tendons in right shoulder, asthma and allergies, unstable vision (change glasses every 6 to 12 months), calcifications due to auto immune disease in right elbow and right foot. Reporter causality updated to related for all events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jul-2017. The most recent information was received on 02-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one of the inserts had migrated') and device breakage ('breakage during first operation') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure removal incomplete" on (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), dyspareunia ("pain during sexual intercourse"), back pain ("back pain"), fatigue ("chronic fatigue"), swelling face ("swollen face"), arthralgia ("numerous joint pains"), autoimmune thyroid disorder ("two auto-immune diseases, thyroid"), immune-mediated arthritis ("two auto-immune diseases, joints") with articular calcification, amnesia ("memory loss"), joint stiffness ("stiff hips/ hip that gets stuck"), tendonitis ("tendinitis in elbows, hips"), tendon rupture ("torn tendons in right shoulder"), asthma ("asthma"), multiple allergies ("allergies") and visual impairment ("unstable vision (change glasses every 6 to 12 months)"). The patient was treated with surgery (essure removal with fallopian tubes surgery on (B)(6) 2017 and hysterectomy on (B)(6) 2018) and glasses. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, dyspareunia, back pain, fatigue, swelling face, arthralgia, autoimmune thyroid disorder, immune-mediated arthritis, amnesia, joint stiffness, tendonitis, tendon rupture, asthma, multiple allergies and visual impairment outcome was unknown. The reporter considered amnesia, arthralgia, asthma, autoimmune thyroid disorder, back pain, device breakage, device dislocation, dyspareunia, fatigue, immune-mediated arthritis, joint stiffness, multiple allergies, swelling face, tendon rupture, tendonitis and visual impairment to be related to essure. The reporter commented: since removal of essure her health status has been much better. One of the inserts had migrated and she could have become pregnant. Follow up (B)(6) 2022 via health authority: after a first operation on the fallopian tubes where the device was broken on (B)(6) 2017, I had a hysterectomy on (B)(6) 2018. Since the breakage during the first operation numerous joint pains, two auto-immune diseases thyroid and joints, memory loss, significant fatigue, back pain, stiff hips, tendinitis in elbows, hips, torn tendons in right shoulder, asthma and allergies, unstable vision (change glasses every 6 to 12 months, calcifications due to auto immune disease in right elbow and right foot. Despite a sort of respite following the first operation on (B)(6) 2017, my condition deteriorated very quickly because the breakage of the device during the first operation caused micro-particles to spread throughout my body, causing more and more damage as time went by. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.